Event description:
The customer was hospitalized with low bgs. Customer stated their bgs were 20 when they passed out and was taken by ambulance to the hospital. Patient is a brittle diabetic and stated their dr. Requested that someone from medtronic come out personally and assist them. Customer unwilling to troubleshoot the pump over the phone. The district sales manager was notified of the customers request.